Event description:
An attempt was made to deploy a 2.5 mm diameter x 24 mm length endeavor sprint otw drug-eluting coronary stent to treat a lesion located in the circumflex described as extremely tight, tortuous with diffuse disease. The lesion was pre-dilated; however, it is reported that it took work to get the pre-dilatation balloon to the lesion. Resistance was noted when advancing the device to/across the target lesion and the physician had to push several times to get to the lesion. The physician attempted to withdraw the device and the stent dislodged in the circumflex artery. An attempt was made to pull the un-deployed stent back in to the guide catheter/sheath, however, the attempt did not succeed and the relevant stent was deployed at site of dislodgement. The lesion was not treated at this time. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. Crimp/bake impressions were present on the un-inflated balloon. The balloon folds were slightly open and disturbed. The distal tip was frayed indicating that it may have been stubbed during advancement. Blood residue was evident along the balloon and distal tip. A hardened, crystallized substance was present in the inflation lumen. Communication from the field confirmed that the target lesion was located in an extremely tortuous circumflex with diffuse stenosis and the physician encountered difficulties delivering the pre-dilation balloon to the lesion. The physician encountered resistance advancing the stent and "pushed several times to get to the lesion", indicating that force may have been applied in an attempt to deliver the stent. The physician attempted to withdraw the device and the stent dislodged in the circumflex. It was reported that the stent was deployed at the circumflex om1. It appears that the tight, tortuous nature of the vessel along with the diffuse stenosis may have impacted on the securement of the stent resulting in dislodgement when the physician attempted to withdraw the device. The stent was inspected prior to use with no issues noted. Mfg controls are in place to ensure that the stent of the balloon meets spec requirements prior to release from the mfg facility. Review of the crimp data sheets confirmed that all stents were crimped within spec requirements. The device has not been identified as the root cause of the event. The root cause of the event was most likely due to the pt vessel morphology coupled with force used, during the attempt to deliver the device to target lesion.

Manufacturer narrative:
(Secondary intervention: an attempt was made to pull the un-deployed stent back into the guide catheter/sheath) - eval results, (stent dislodgement), results and conclusion: (extremely tight, tortuous lesion with diffuse disease), (force applied in an attempt to deliver the stent to the lesion).